Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Service confirmed the customer reported condition of "does not function" as the f-94 alarm. The root cause of the f-94 alarm was determined to be battery damage. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.